Manufacturer narrative:
UDI is unknown. No information is provided to date. Operator of device is unknown. No product was returned. The customer reported that they had disposed of it. It is not possible to confirm the issue and investigate the alleged failure of the device without the device being returned. Manufacturing device history record (DHR) not relevant to the investigation due to the age of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device cycle indicator is not functioning properly and a low pressure alarm was issued. No patient injury was reported.